Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced hyperglycemia without noticing that the infusion set's tubes, and cannula connector parts came off naturally and it occurred frequently. No further information available.